Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated ¿unable to proceed¿ alerts during the fill sequence, which occurred when attempting to deliver 13¿14.6 units. The device could not complete the process. Backup therapy was available, and a replacement was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.